Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation, the electrode belt failed the te recognition test. The cause for the failure was isolated to a pinched front pulse wire in the trunk cable. The pinched wire possibly caused a short with the pca. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned an electrode belt and reported that the electrode belt had non-functional therapy electrodes.